Event description:
During a scheduled follow-up, the physician reported that it was impossible to measure the ventricular pacing threshold, because the automatic test stopped after some cycles.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.